Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an itchy rash and possible bruising under the therapy electrodes. There was no alleged device malfunction. The patient's irritation improved with the use of an over the counter powder, and a cream that was given to him at the hospital. The patient was also given larger garments.